Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting it was not confirmed if the device was intermittently turning off. The neurologist will see the patient and perform a positional impedance test sometime next month. The last impedance test showed normal impedances. The cause of the issue is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) reporting that the patient feels like his device/stimulation is going on and off. He thinks his brain is acclimating to the programming. His neurologist has already done multiple impedance tests with no issues found. The patient was referred back to their physician if he had programming concerns.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are:product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was complaining that his deep brain stimulation (dbs) that helps his ocd seems to not be working in the group used for daytime. (His group he switches to for night time is fine). Pt reported that he started feeling it when he lies down or turns his head to right. Now he says any turn of his head-right, left or center- seems to make him feel like his ocd symptoms are not being treated by dbs when it was helping prior to this. Also says he notices it more when his battery is not at around 75-80%. Diagnostics and troubleshooting are planned. Additional information received from the manufacturer¿s representative (rep) reported the patient contact their healthcare provider (hcp) and felt like the device ¿seemed¿ like it was intermittently off then went back on when they lied down. The patient was asked why they think stimulation is turned off and they stated it was the same feeling as when an impedance test was done. It was noted this wasn¿t an issue for both neurostimulators, just the ¿tourette¿s side one¿ (but the side of this was unknown). The hcp was going to see the patient in the future to see if impedances run while lying down w ould show anything like an intermittent issue. At the patient¿s last check an impedance check was done with them sitting up and the results were normal.